Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16862; 2938836-2019-16865. It was reported that the swab results of the left side pocket revision exhibited infection for the patient. The patient was admitted to hospital to start with antibiotics. The complete system was explanted due to infection. The patient was stable. Further information was requested but not yet available.